Manufacturer narrative:
A device history record review was performed and showed that this lot of products met all requirements, per the applicable mqp, including stent retention values. This product will be returned for evaluation and testing. Add'l info will be sent within 30 days upon receipt.

Event description:
Report received indicated that during a right renal angioplasty, the stent was placed inaccurately and did not cover the entire lesion. The stent delivery system (sds) was inspected prior to use and there were no abnormalities noted. The instructions for use (IFU) were followed during procedure. There was no vessel tortuosity and the lesion was not calcified, measuring 13mm in length by 6mm in diameter with 90% stenosis. The lesion was predilated and 50% residual stenosis remained post dilation. The stent delivery system was introduced and behaved normally as it passed through towards the lesion without any resistance. The stent system was delivered to the lesion successfully, however, during stent deployment, the stent moved distally and the entire lesion was not covered. Therefore, a second stent was implanted to achieve satisfactory result. There was no adverse consequence to the patient.